Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention is expected to address the issue.

Manufacturer narrative:
Surgical intervention did not take place as the issue was determined to be with the external device, hence, this issue is no longer reportable.

Event description:
Surgical intervention did not take place as the issue was determined to be with the external device.